Manufacturer narrative:
(B)(4). This emdr addresses the first of three reports of separations. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter reporting that the mini cap had come off about (B)(6) ago; and a 2nd time a couple weeks after that (dates unknown; addressed in a separate emdr). During a follow up with the home patient (hp) regarding the minicaps falling apart, the hp stated that she did not remember the dates or months when the minicaps fell apart, however, the hp stated that it actually happened a total of three times thus far. The last time was only a couple of weeks ago ((B)(6) 2010). The hp stated that all three times, she was asleep and woke-up to find the minicap separated from the transfer set and then she would replace it with a new minicap immediately. Per hp, the first time around, her nurse gave her prophylactic antibiotics and she resumed therapy using the same transfer set. The second time the minicap separated, hp's nurse did not give her antibiotics, but did replace her transfer set. Finally, the third time when the minicap separated, hp's nurse once again replaced the transfer set, and no antibiotics were given. Per hp, she had no injury or harm as a result of these incidents. The hp also stated that she thought that the minicaps came out of different cases. Per hp, she did not notice any defects on the transfer sets or the minicaps. The hp would place the minicaps in the day, and they came off overnight. Per hp, she has had no other problems with the minicaps. The hp stated that she is doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.